Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 445 mg/dl, 580 mg/dl, 266 mg/dl, and 61 mg/dl. Customer had received treatment by layperson for hypoglycemia approximately 30 minutes prior to receiving the reported values. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.